Event description:
It was reported that while the patient was mid-flight, the patient's heart rate was very low and the plane was diverted for emergency care. It was also reported that the device could not be interrogated in the emergency room and that the device was at end of service. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) preliminary analysis revealed no output and no telemetry. Further testing revealed that the no output and no telemetry conditions were the result of lifted hybrid bond wires.